Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure the patient experienced blurry vision at distance. The iol was exchanged in a secondary procedure. Clinical reason is implant rotation from initial location causing farsightedness. Additional information has been requested. However no further information available.